Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump display began to scroll during a bolus. The blood glucose reading was 250 mg/dl. Customer treated with the insulin pump. He did not recall any significant events leading to the alarm. Nothing further was reported.